Manufacturer narrative:
No product will be returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed. As per the reporter, x-rays revealed that the end cap had disengaged. There is was no patient injury reported.